Event description:
It was reported that customer was hospitalized with dka. Instructed customer to change out set and inject as per md. Troubleshooting performed and pump appeared to be operating as designed.